Event description:
It was reported that catheter was placed and balloon inflated. Following inflation, it was noted that balloon ruptured. EKG showed ischemic changes and pt developed respiratory difficulties. Blood pressure dropped, pt coded and expired. Cause of death is reported as co2 embolism.